Event description:
An adverse incident report was received stating that: "ventilator was paused during tubing change. Ventilator defaulted to niv mode (non-invasive) - unable to swiftly change back to invasive ventilation mode the patient became hypoxic requiring CPR and was stabilised, no medication needed. Investigation considered human error in using servo computer screen. No fault could be replicated." Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
No report or information regarding the event was initially provided by the healthcare facility. After requesting additional information, the following information was received from the medical device safety officer: ¿appropriate action was taken when the ventilator defaulted to a non-invasive mode rather than an invasive ventilation mode. Appropriate emergency action was taken by hand ventilating the patient with a water breathing circuit and a brief spell of cardiac massage was performed until the patient was no-longer hypoxic and rosc achieved. No further error was noted and technical services engineer from the healthcare facility confirmed that the ventilator was returned to use. The overall outcome has been recorded as ¿confirmation with tss that computer screen correctly demonstrates the correct information but under high pressure environment the system does allow the user to change to invasive ventilation mode before pressing the pause button to restart the machine.¿ no service on the ventilator has been requested and no further information or ventilator logs have been provided for investigation. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. H3 other text: 4117.